Event description:
The customer reported that the insulin pump alarmed while changing the infusion set. The blood glucose reading was 127mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that the insulin pump was dropped on the floor and he had an old crack on the battery compartment. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked case near the display window corner and broken battery tube threads.